Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and the doctor discussed concerns of the cp not doing anything. The pump was removed with the plan to escalate to an impella 5.5. Tee (transesophageal echocardiography) was used, and it was noticed that there was a mobile clot in the left atrium and 5.5 was aborted at this time. It was visualized under tee when the clot migrated from the left atrium to the left ventricle. It is unknown if the pump function was related to the clot.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. The pump was not returned for investigation. Data logs show a motor current spike while the pump was running at a steady p2 level with low pump flow, active suction alarm, rise in purge pressure, and placement signal discrepancy. According to the clinical report, a clot was observed. The cause of the low pump flow issue was biomaterial, based on data log review and given clinical details. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12987. D7a inadvertently was selected yes. G1 manufacturing site address line 1 corrected. Manufacturing site address line 2 should have been left blank.